Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4)

Event description:
Adverse event(s): "thermal burn at incision site" (thermal burn). Product problem(s): "none reported" (no known device problem). A biomedical engineer reports during a procedure, a thermal injury occurred at the incision site while using the frag handpiece. No info has been provided regarding the pt's outcome. Add'l info has been requested.